Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2014 with the following findings: on investigation, the audio bolus button had intermittent response. The button cover was removed for investigation and revealed contamination under the bolus button. Unrelated to the original complaint, the contrast button was noted to be intermittently unresponsive. The contrast button has no effect on insulin delivery to the patient. The remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. Also unrelated to the original complaint, the display was found to be dim and discolored.